Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. Reportedly a 9.0mm x 60mm absolute pro vascular self-expanding stent (ses) was prepared; however, could not be advanced over the guidewire. The ses was replaced with another absolute pro and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis identified that the jacket was separated but held together by the jacket material. The account was not aware of the damage. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance was able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted jacket separation; thus resulting in the reported difficult to advance the guide wire. Manipulation of the compromised device likely resulted in the noted device damages (multiple wrinkled sheath, multiple jacket bends) likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.